Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant potassium result of 8.8 on a (B)(6) year old male patient in the intensive care unit. The patient was admitted in the hospital on (B)(6) 2019 and expired on (B)(6) 2019. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The customer states that there was no clinical intervention based on the I-stat result. There is no reason to suspect that the I-stat result caused or contributed to the patient's demise. Patient information was requested along with cause of the death. However, the customer opted not to provide any further information. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 04/16/2019. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for cg8+ lot l18361.